Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 65mm. Follow up dates and aneurysm measurements: (B)(6) 2012 86mm, (B)(6) 2013 78mm. On the most current follow up visit dated (B)(6) 2014, the aneurysm measured 82mm. There is aneurysm enlargement of 21mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention. No further information is available. It is unknown why the aneurysm sac had enlarged by 21mm on (B)(6) 2012, and there has been no reported reintervention.